Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s first implantable neurostimulator (ins) ¿ripped out of their back¿ on (B)(6) 2007. The patient noted that the ins had only been implanted for a couple of weeks before the issue occurred, the implant wound hadn¿t healed yet and the ins was too big; these were contributing factors that led to the issue. In result, the ins was replaced there were no further complications reported or anticipated.